Event description:
The customer reported having unexplained high blood glucose of 314mg/dl, and he has treated with the insulin pump. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir. During the call the customer stated that his glucose level was low in two occasions, and the paramedics treated him at home. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.